Event description:
There was an allegation of an incorrect patient's date of birth being displayed when the patient's barcode was scanned on an accu-chek inform ii meter. The reporter stated that the barcode was a default barcode used for patients in the emergency room. When the barcode was scanned, it was supposed to display a date of birth of "(B)(6) 1969", but the meter allegedly showed a date of birth of "(B)(6) 1969" instead.

Manufacturer narrative:
The investigation is ongoing.